Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call, the following was reported. The patient experienced peritonitis manifested by cloudy effluent and abdominal pain. On the same day, the patient was hospitalized for the event. The patient started treatment with cefazolin (1gm, once per day, and ip) and fortum (1gm, once per day, and ip) for peritonitis. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. The cause could not be determined.